Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device had battery voltage measurements. Seven of the last eight battery voltage readings were at or near 2.76 volts and one at 2.03 volts. "Battery ref" value of 511. Battery status ok with remaining longevity estimated at 10 years.

Event description:
It was reported that the battery voltage measurements on the patient's device had an anomaly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.